Manufacturer narrative:
Insulin pump received with blank display due to moisture damaged electronic assembly. Also moisture damage motor during visual inspection. Unable to perform operating current test, unexpected restart. A cold reset was performed. Error test, displacement test due to blank display.

Event description:
Customer reported via phone call that insulin pump had pump exposed to fluid. The customer¿s blood glucose level was unknown. Customer states self test passed .the customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.